Manufacturer narrative:
The owner/operator could not identify the involved vaporizer in follow-up of the event and thus, no case-specific evaluation was possible. A reliable conclusion is not possible due to lack of information. However, dräger is aware of a certain number of similar events and it is seen likely that the same explanation applies here as well: the IFU contains a warning that the user has to wait for 2 to 3 seconds after ending the filling process before the bottle is being removed. Otherwise the tank valve will be closed too early and the small amount of liquid that is still in the space between vaporizer tank valve and bottle valve may evaporate suddenly. In none of the cases a product malfunction could be identified. Dräger has published a field safety notice in april 2016 to emphasize that consequently following the described filling procedure is imperatively necessary. It could not be determined via the owner/operator if the user who experienced the desflurane exposition in the particular case was aware of the fsn or not.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported ¿that during the filling of dvapor vaporizer on a respirator primus, at the time when vial of suprane was withdrawn, the nurse received projection of liquid gas in the eyes. It led to eye burning sensation requiring cessation of work for a half day, hospitalization in the emergency unit following eye rinsing with saline solution, then visit in ophthalmology unit on the same day. Diffuse corneal and conjunctiva ulceration was diagnosed. The patient experienced eye discomfort and sequelae for 5 days.¿